Event description:
It was noted that lead impedances were out of range and the pt was experiencing inadequate coverage of paresthesia. Multiple attempts at reprogramming were unsuccessful. The leads and extensions were removed and replaced with two new leads. The battery was replaced also due to normal battery end of life (eri). No injury to the pt was reported, she recovered without sequela.

Manufacturer narrative:
(B) (4): the stimulator, leads and extensions explanted were returned to the MFR. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.